Event description:
"Plastic ring within gelport fractured." This happened three times in the same case with the same surgeon. No pt intervention required. No adverse reaction. Incident prolonged case. Pt is fine.

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned eval will be completed and final report will be submitted.